Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported never had therapeutic effect since implant. The patient mentioned stopped feeling stimulation and also felt intermittent stimulation with positional stimulation sitting down in her chair, leaning back. Trouble shooting was performed with no result. The patient indicated that since pre-existing fibromyalgia intermittently had gotten worsen and patient may also want to consider to following up with primary care physician (pcp). The patient reported lack of effect for over active bladder symptom and representative came in and made programming changes from program 1 at 1.69 but did not help. The representative was aware of the patient reported issues on the day of the programming adjustment (B)(6) 2016. The patient was experiencing pain hurting down, low to the rectal area and was resolved but did not remember what they did to resolve it. The patient stated that they had several falls in the recent past and a few times recently she almost fell and was indicated that it could be related. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the patient has follow-up with their healthcare provider and is currently receiving reprogramming session to try to resolve the pain and the lack of therapy. At the time of this report the patient's symptoms have not yet resolved, but efforts to resolve the symptoms are still being conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.